Manufacturer narrative:
(B)(4). One (1) unit of catalog number 528235 visistat 35w 6/box was received, opened package, unused, per sap system lot #73j1500670, stapler was received with remaining staples. During visual inspection the components looked well assembled. Failure mode reported "the staples are not bending" was not confirmed with the sample received during visual inspection. Functional inspection was performed as follows: the stapler was fired (activated) and one staple was loaded, closed & released properly; no issues were found. Then, stapler was activated slowly (normal process) and 3 staples were loaded, formed & released. Finally, stapler was activated fast (to try to duplicate the reported defect) and total 24 staples were loaded, formed & released. Failure mode reported "the staples are not bending" was not able to be confirmed with the sample received. Sample received did not confirm the issue reported by the customer "the staples are not bending" during visual inspection. A functional inspection was performed stapler was activated; the stapler was other remarks: fired (activated) and one staple was loaded, closed & released properly; no issues were found. Then , stapler was activated slowly (normal process) and 3 staples were loaded, formed & released. Finally , stapler was activated in a fast (to try to duplicate the reported defect) and total 24 staples were loaded, formed & released. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.